Event description:
Treatment of a dural fistula. During the procedure, it was reported that the mirage guidewire broke at the end of the radiopaque segment. The broken segment was easily retrieved from the patient since it broke inside the apollo catheter. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The guidewire was returned with the corewire in two broken segments. Analysis of the cross section at the break point showed the failure of the corewire occurred due to torsional overload. (B)(4).

Manufacturer narrative:
(B)(4).